Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver connection 1 receptacle was pushed into the housing, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4). Initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver did not recognize ac power. The customer also reported that the freedom power adaptor plug was pushed inside the freedom driver connection 1 receptacle. The connection 1 receptacle is the connector located on the freedom driver housing that connects the power adaptor to the freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
During investigation testing, the customer-reported issue of the freedom driver not recognizing ac power was confirmed. The root cause was determined to be a broken connector on the connection 1 receptacle cable. Despite the damaged connection 1 receptacle, the driver passed all functional testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.